Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the serial number has not and cannot be determined. The cause of the high impedances was not determined and this information was confirmed with physician. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that one of the patient's leads (unknown which serial #) had 6 of 8 electrodes >10,000 ohms. The ins was interrogated and the rep set all of the programming to use the unaffected lead. The issue was resolved at the time of the report. No further complications were reported. No patient symptoms were reported.